Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, it was discovered that the impella was too deep, the device was pulled back and it went too far, the user felt resistance. The impella was started: suction and low flows were noted. An angiogram was performed and revealed a kink in cannula. The physician decided to explant and replace the pump.